Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a neuro surgery, it was observed that the attachment device had a loose o-ring inside. There was a twenty minute delay to the surgical procedure. A spare device was available to proceed with the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was inadvertently missed in the initial report. The device manufacture date has been updated as oct 20, 2008 . If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.